Event description:
After placement into the patient, there was no image from the ivus catheter. The catheter was removed and replaced with no harm to the patient. Manufacturer response for volcano refinity rotational ivus catheter, volcano refinity rotational ivus catheter (per site reporter). [Redacted date] per site, reported directly to mfg.